Event description:
¿Blood pressure machine is always different from the one's that I get from the office¿. "It¿s always higher than what the machine shows". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).